Event description:
This lead was explanted and replaced due to a helix issue. Post procedure the patient was complaining of chest pain so physician went in to revise the lead. The helix would not fully retract so a new lead was placed. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.